Manufacturer narrative:
The returned sample did not meet specification as received by medtronic. The visual inspection found no notable conditions. The customer reported that the device¿s esu tip sparked and the sponge caught on fire. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device sparked from the tip and a sponge caught on fire. No patient injury occurred or medical intervention was required.